Event description:
It was reported that this lead was explanted because the patient did not feel the stimulation anymore and experienced loss of therapeutic effect. It was reported that the impedances were within range, however, the telemetry strips indicated high impedance between multiple combinations. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3487a lot# unknown serial# implanted: (B)(6) 2004 explanted: (B)(6) 2012; product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3487a lot unknown found all conductors broken 8.8cm from the proximal end. All circuits were open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.